Event description:
Spontaneous call from patient who states she is having every single tubing leak for the past 3 years. She states she probably has had about 20 tubings that did not leak in the past 3 years. She states the leaks happen at the filter spot where there is a vent hole. She states her shirt gets wet from the leaking and it irritates her skin. Her current tubing lot# is 4309421. Patient was advised to switch out to a tubing from a different lot# after this call. She agreed to do so and was advised to call back if it is leaks. She states she unclamps the tubing and primes the tubing without issue and then 10 minutes later it starts to leak. Patient pump rate is 31ml/24hr. Evaluated her tubing direction and patient attaches it correctly in the right direction as well. Author unaware of any other patient having this problem (could be user error but unknown]. Md notified. Reported to (B)(6) by pt/caregiver.